Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned stuck in cartridge. The injector was returned and the plunger was found to be bent. There was residue on the device. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon loaded a cc4204a collamer single piece lens, +19.0 diopter, and while advancing the plunger to the loading chamber of the cartridge, the plunger bent and would not go through into the cartridge. There was no patient contact. The surgeon was not sure if the plunger or lens was compromised, so stopped and used the backup lens, which was implanted with no problem. The reporter was unable to provide any additional information.